Manufacturer narrative:
Approximate age of device- 11 months, 6 days. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. It was reported that the patient expired on (B)(6) 2019 due to a subarachnoid hemorrhage. The patient¿s inr had been therapeutic at 3.0 and no recent changes to anticoagulation had been made. The account communicated that (B)(4) was operating as intended and the device would not be returned for evaluation. The heartmate ii lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii lvas and provides information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported through patient outcome that the patient was expired due to subarachnoid hemorrhage (sah) on (B)(6) 2019. The clinician reported the death was not considered to be device related and the device was operating as intended. There were no recent changes to patient condition or anticoagulation status that may have contributed to the event. Patient was therapeutic with inr 3.0 at the time of event. The device will not return for investigation. No additional information was received.